Event description:
It was reported that the left ventricular (lv) lead experienced high threshold. The lv lead currently remains in use. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694458 lead, implanted: (B)(6) 2010; imu49jb53 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
The patient was noted to be a participant in the product surveillance registry.